Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "hardening" and "textured" against left device. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Patient reported "hardening" and "textured" against left device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a striated opening assessed as surgical damage.¿ visibility/palpability: unable to confirm as it is a medical event not related to the device.¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device.additional observations:¿ crease fold observed in the device.¿ red/black particles observed in the surface of the shell.¿ white calcification observed in the surface of the shell.no further actions are required as the device was implanted